Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post op, it was reported that the patient went for a follow up and it was discovered that a rod was broken. A revision was done to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.